Event description:
The hosp's respiratory therapist reported the unit went vent inop and alarmed during use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The hosp biomedical technician was unable to duplicate the reported vent inop condition but confirmed a diagnostic code in log history indicating a vent inop occurred due to a pressure sensor failure. The biomedical technician completed performance verification testing and all tests passed per operating specs.